Manufacturer narrative:
(B)(4). Dianeal and extraneal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous cycling peritoneal dialysis (ccpd) therapy. The cause of peritonitis was not reported. During a visit to the emergency room (ER), the patient was discharged with a treatment regimen of ciprofloxacin and vancomycin for three weeks (dose, frequency, and route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis event. On an unreported date, the patient was re-trained on thorough hand washing after restroom use and on keeping aseptic technique for another indication. No additional information is available.